Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the physician inserted the device and achieved good pulsatile marker flow. During the attempt to remove the plunger, the plunger could not be retracted. It was reported that a lot of force was used in order to retract the plunger on the third attempt. The suture was not present on the needle. The foot was then parked, but the device could not be removed. The physician then deployed and parked the foot several times. Subsequently, the device was able to be removed. Manual compression was applied to achieve closure. Although requested, additional info has not been made available.